Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge sales representative reported that according to the customer's biomed there are no iabps in quarantine and that all of their iabps are in clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
(B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.